Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The patient had an irritated feeling with the eye. The topical steroid drops were increased and an oral steroid was added and the dlk resolved with treatment. There are two medical device reports associated with this event. This report references the right eye.